Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) old male patient receiving intrathecal dilaudid and another unknown drug (unknown dose or concentration) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. On (B)(6) 2016, the patient reported that the personal therapy manager (ptm) would not work. The icon that was on the ptm was unknown. The patient went to the health care provider (hcp), and the issue was noted as resolved. On (B)(6) 2016, the patient reported that the personal therapy manager (ptm) was not working and was seeing poor communication/won't do telemetry. It was noted that most of the patient's oral medication had been taken away. The patient was not using an antenna, but was holding the ptm right over the pump. No symptoms were reported. Redirected to repair services. Additional information received from the patient reported that he went to see the health care provider (hcp) (B)(6) 2016, and it was determined that the patient had lost 15 pounds and the pump had flipped and moved. The patient noted that his mother had surgery, so that the weight loss probably started (B)(6) 2015. The patient had gastric bypass surgery performed, so it was not unusual for him to fluctuate in weight that much. It was reported that the ptm was working just fine. The patient had been using his scar as a landmark, and was just putting the ptm in the wrong spot. The patient was going to send the replacement ptm back, as he would rather keep the one that was bonded to his pump. The hcp was aware of the issues, and the patient was working with them. The drug information, concomitant medications, medical history, and the actions/interventions to resolve the flipped pump remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.